Manufacturer narrative:
(B)(4).

Event description:
The lead was removed due to the insulation being worn away. Additional information regarding the event has been requested.

Manufacturer narrative:
The field report of ¿insulation abrasion¿ was confirmed. Clavicle crush damage was noted in the middle section of the lead. In this region outer insulation was separated and outer coil was crushed but not fractured. Other damages found on the lead were consistent with those occurring at time of explant. Electrical testing did not find discontinuities on any conduction paths. A short was noted between outer and inner coils due to explant damage in the connector region.